Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation as it has been disposed of. Only the electrode was received, which had been left inside the cochlea at the initial explantation surgery. This is a final report.

Event description:
According to the received information, the device was exposed due to infection.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation as it has been disposed of. This is a final report.

Event description:
According to the received information, the device was exposed due to infection.

Event description:
According to the received information, the device was exposed due to infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.